Manufacturer narrative:
Occupation: j&j rep. Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the device does not turn as the motor is jammed was confirmed. It was found that the motor was corroded and was not turning smoothly. There was a short circuit in the motor cable. The contacts of the keypad were corroded and the values were out of range. The buttons of the keypad were found to be not functioning. The motor, motor cable and the hand control set were replaced to correct the identified and reported failures. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable, causing the short circuit. The ingress has also caused the corrosion of the keypad. The corroded motor has a tendency to stick and not turn smoothly, hence is responsible for the issue reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. UDI #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows it was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. This report is 1 of 1 for (B)(4).